Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) levels were over 300 mg/dl. Customer administered a manual injection and stated bg levels returned to about 180 mg/dl. Reportedly, the customer will use manual injections as alternate insulin therapy.